Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center evaluated the device where the customer reported event of a b30 communication error could not be replicated. The following defects of the subject device were noted during the evaluation: the bending section rubber was worn-out and chipped, the video connector was deformed, and the video connector case was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that an olympus endoeye flex deflectable videoscope was displaying a b30 scope communication error. No patient involvement or injury was reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely dues to a defective image sensor unit or failure of internal board of video connector however, the root cause of the component failure is unable to be determined. Olympus will continue to monitor field performance for this device.